Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative reporting that the former and current batteries were both non-rechargeable devices. The manufacturer representative did not have any information about the settings or programs of the patient¿s prior non-rechargeable device; therefore, it was reported by the manufacturer representative that 4 years may have been a reasonable battery life. The manufacturer representative was not aware of any other cause. The manufacturer representative reported that per the patient, it just stopped working one night. The patient was disappointed because someone told the patient that it would last 8 years. The reporting manufacturer representative was not sure if the patient had been told this information regarding 8 years by another manufacturer representative or by a health care professional (hcp). The old battery was replaced by another non-rechargeable on (B)(6) 2008 and the current battery was still going strong with a voltage reading of 2.87 as of (B)(6) 2016.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for radiculopathy. It was reported that the patient's first battery reached end of service suddenly in 2008 and the patient wasn't happy with the battery life. The battery only lasted about 4 years when it was expected to get greater longevity. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The patient's weight at the time of the event was reported. It was reported that the patient's scs system was replaced on (B)(6)2008. No further complications are anticipated.